Event description:
The facility reported to baxter that an intermate sv 100 device was found with broken tubing near the luer lock. Therefore, the sterile fluid pathway was breached. This condition was discovered before use while the device was still in it's shipment box. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The customer did not send the device to baxter for evaluation. Therefore, the reported condition of broken tubing near the luer lock could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.